Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to lead noise was observed on the right ventricular channel. No additional actions were taken and the patient will continue to be monitored. The patient was in stable condition.